Manufacturer narrative:
H3: product analysis confirmed that visually, there was yellow brownish colored residue on the outside diameter of the cuff balloon on the distal end of the device when returned and surgical tape wrapped near the clamp shell on the proximal end. Additionally, the tube adapter on the proximal end of the device was dislodged from the assembly and not returned. Under magnification, there were small holes/cracks in the blue, red, and blue with white stripe trace pads on the distal end of the device and gray markings/scratches on the red with white stripe trace pad. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 38.8 ohms (blue), 120.4 ohms (blue with white stripe), 96.9 ohms (red), and 68.8 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylet was used to manipulate the shape of the device, especially the clamp shell, and the continuity readings remained the same, in specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline to perform an electrode check and functional testing (with the use of a stylet to manipulate the shape of the device at the clamp shell), and the device passed the electrode check and there was no e xcessive feedback/noise during functional testing. There was no intermittent or erratic behavior while manipulating the device with a stylet. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the blue electrode/channel on the nim vital system was going crazy. User refused to use a bite block with the tube. Technician instructed, electrode check and that same blue channel would only intermittently pass the electrode check (red, green, red). User refused to try adding the bite block then they could just mute that channel and still receive a positive emg response when stimulating on the left/blue through the red channel as long its above 100 threshold. The procedure was completed with the reported product. There was no patient consequences reported.